Event description:
Tech alleged that the brakes would not lock.

Manufacturer narrative:
Tech found the screws broken in the hex rod at the foot end of the stretcher. Tech replaced the screws to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.